Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was implanted. The patient experienced pain and recurrence and underwent a reoperation. No additional information was provided.

Manufacturer narrative:
Additional information was reported in a literature article. It was reported that during the procedure, minor bleeding from the trocar site due to vessel injury was reported and intraoperative treatment was provided. A patient experienced a type I seroma. Hernia recurrence was diagnosed based on clinical and ultrasonographical examination with hospital admittance and reoperation. During reoperation, dense adhesions were noted with poor incorporation of the mesh into the abdominal wall. The mesh was easily detached. Additional information was requested. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.